Manufacturer narrative:
The reason for reoperation: leakage and "falling". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right implant was "falling" and has leakage. Device has been explanted.